Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the insulation of the main tube was damaged with scratches and a missing piece that is approximately 0.036-0.061 in length. The damage is located approximately 1.940 from the distal end of the instrument. The customer reported complaint does not itself constitute a MDR reportable event; however, the damage to the instrument's main tube found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci lung biopsy procedure, the shaft of the thoracic grasper instrument was identified as being scraped. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported.